Event description:
The ipp device was removed from the pt and replaced due to fluid loss-one cylinder inner silicone balloon had ruptured with fluid, blood, and debris inside it, would not deflate and was inflated at time of removal.